Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found a bulge in the side of the power supply portion of the power cord. The power cord was replaced.

Event description:
It was found during a baxter evaluation that there was a bulge in a power cord. There was no patient involvement.